Manufacturer narrative:
Siderail latch mechanism.

Event description:
It was reported by service report that the hr side rail is broken at the head end pivot point. The side rail will not raise/lower. The customer reported that they did not know if there was pt involvement or if there were adverse consequences to report.